Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown medications via an implanted pump. The patient didn't recall what the drugs were, but he knew it was a cocktail. The indication for pump use was failed back syndrome ¿ other, post lumbar laminectomy syndrome, chronic low back pain, and non-malignant pain. On (B)(6) 2018 the patient reported that he ended up with an infection and it got to the pump area. The infection was in the pump pocket site in his left abdomen and the beginning of the catheter track. The infection was confirmed. Per the patient it was ¿(B)(6)....the lesser of the two¿. The pump and catheter were removed. They didn't know what caused the infection. The patient was treated with both IV (intravenous) and oral antibiotics. He was in the hospital for 3 days on IV antibiotics and then they switched to oral. The patient didn't know the names of the antibiotics. When responding to the questions regarding the infection, the patient stated, "sorry my mind is not working right now from all the medications¿. The patient was calling because he was moving and needed a new doctor to have a new pump implanted. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s height was (B)(6). In regards to the device status it was noted gross infection and drainage, pump had been discarded. No further complications were reported.